Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and dat test at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and insulin pump error test. Unit had multiple insulin pump error alarm in the alarm history screen. Insulin pump error alarm due to corrupted history file. Unable to complete the carelink upload due to insulin pump error alarm. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer was hospitalized for basal settings two weeks ago with blood glucose of 520 mg/dl. Customer experienced ketoacidosis. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.